Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 191 mg/dl at the time of the incident. Customer was treated with food and glucose tablets. Customer had alleged that the insulin pump was over delivering. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Insulin pump was not working correctly and kept delivering too much insulin. Insulin pump continue to deliver bolus and made the customer went down continuously. Troubleshooting was performed successfully however, the customer will discontinue the use of device.